Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The patient has a history of coronary artery disease. The diameter of the non-aneurysmal aortic neck was 23 mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 180 mm. It was reported that prior to final deployment, while the bifurcated stent graft was being positioned, it was inadvertently placed and eventually deployed 1 cm below the renal arteries. A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was successfully implanted to ensure an adequate seal. No additional sequelae were reported and the patient was reported to be fine.